Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device is lower than what they've seen online; it's in their butt cheek. No patient symptoms were reported and no further complications have been reported as a result of this event.